Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. Mean estimated longevity as of (B)(6) 2017 was approximately 84 months. The estimator may be underestimating by 2-3 years and is expected to catch up over time.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.